Event description:
According to the reporter, prior to use, the handle was placed into the charger to charge. When the user attempted preparing the handle for a procedure, it was found out that the charger was blinking red light and when the handle was removed from the charger, it was not charged. A second handle was taken out from another room and was used for the surgery. It was observed that even when the first handle was removed the charger was still blinking red light which lasted until the evening. The first handle was then inserted to a second charger, but after five minutes the charger blinked red light from blinking green light. When the handle was taken off, it was observed that the charging connection terminal part of the handle and second charger were slightly wet and there was a lump sticking to the terminal part of the first charger that seems to be after a liquid leak. Charging was attempted on a third (demo) charger, but it immediately blinked red after the green light blinked. The handle was removed and the connection terminal part of the handle was slightly wet; it seemed like a liquid leak occurred during charging. The handle did not start up and the screen was also pitch black and it did not work. There was no patient involved. Medtronic's evaluation of the device found that both battery cells were vented.

Manufacturer narrative:
D10 concomitant products: sigsbchgr, sig power sigsbchgr one -bay charger (sn:(B)(6) ) sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown) sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Additionally, the evaluation detected the unreported condition of battery management system. The vimr (voltage imbalance at rest) bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.